Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient called patient t services on (B)(6) 2018 indicating that they contacted their manufacturer representative (rep) on (B)(6) 2018 regarding the issue. The patient stated that their ins is not charging like it normally does. For example, the last time they were charging the ins, the battery was at 70% and they charged for about an hour and the controller said that they had excellent quality then eventually it said charging complete and shut off. The patient did not see the ins battery go to 100% and it seemed to take forever to increase. The patient states that even though it said complete they do not think it truly charged up to 100% because it was back at 70% right away. It also seemed to take a lot longer to go from 70 to complete than it normally does and they never actually saw the 100% message, only the complete screen. The patient thinks they need a new lithium battery pack. The patient noted having no changes to their settings. They had adaptive stimulation set up about a month ago and they have no touched it since. They texted their rep on (B)(6) 2018 who told them to try and remove the re-insert the controller battery. The patient said that they did that and it seemed to work for a bit. Patient services recommended to monitor the issue as it still seems unclear at this time. Patient services reviewed that if the controller said it was complete and they had excellent quality that it appears to be working as designed and they may need to just monitor the next time they need to charge the ins. There were no patient symptoms reported and no complications reported.